Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had a 'huge fall' in (B)(6) of last year and an x-ray showed that there was approximate 1.5 mm (millimeter) movement of the lead. The patient fell on the ins (stimulator). The patient fell in (B)(6) of this year due to neuropathy in her feet, x-ray showed 1.0-1.7 mm movement of the lead. The patient fell again this (B)(6) though no movement was noted on the x-ray. The patient's incision hurts starting around that first fall. When the patient stand the ins was a little above the incision, when she sits down it moves up even further. The healthcare provider reported that the patient has had a lack of effect since the first fall approximate. The patient has been on program 4 since around that time (0 positive, 3 negative).the healthcare provider was unable to run impedances at higher than 1 volts. Patient¿s programs were all around .2 volts with one at 1.3 volts. The impedances were repeating values, but that was likely because of the low testing voltage. When she ran impedances, stimulation went from the ins then down to patient¿s vaginal area. The following programs and impedances were noted as c0 575; c1 547; c2 547; c3 556; 01 1077; 02 1111; 03 1111; 12 746; 13 1111; 23 1111. Additional information was requested, but not available at the time of report. If additional information received, supplemental will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va08f3e, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).